Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the distribution center was inspecting the indicator of the absolute pro which was returning from their distributor and found a hole in the sterile pouch. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported damaged packaging issue was confirmed. Factors that may contribute to damage packaging include, but are not limited to, manufacturing, storage environment, or transportation method and handling during unpacking. In this case, it is possible that the labels on the device were inadvertently handled during transportation or during storage at the account; however this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported packaging issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.